Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. The customer declined to share details about the type of backup therapy used during the interim.